Event description:
The customer reported that they were getting a charger failed error message.

Manufacturer narrative:
(B) (4). The customer was instructed to monitor the system for future problems. The system operates as intended.